Event description:
Complainant alleged that after delivering a shock to a pt via electrode pads during an elective cardioversion, the associated defibrillator did not display an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.